Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas following a routine doctor's office visit on (B)(6) 2012. The patient's mother reported that the doctor's office visit was having difficulty retrieving information from the subject pump. The reporter stated there was no "stored data in the pump." However, at the time of the call, the patient's mother also reported that she believed the time and date were resetting with battery change, since the doctor's office saw discrepancies in the data retrieved. At the time of the call, the reporter did not have the subject pump available for review. Animas customer support was unable to confirm if data was being stored correctly in the pump's history. Customer support was also unable to confirm if the pump was reverting to the default date/time with battery change. The patient's mother was advised to contact customer support back when the subject pump was available for review. This complaint is being reported because the alleged issue with the pump "not storing data" remained unresolved at the time of the call since the pump was unavailable for review.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. The pump powers on with functional vibratory and auditory features. A normal 10 unit bolus and a 10 unit audio bolus were successfully delivered and accurately recorded in the pump history. The pump was found to be accurately recording in the pump history. The complaint could not be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.